Event description:
It was reported that the patient has been having an increase in seizures. The physician feels the patient's device may be nearing end of service, so the patient underwent a prophylactic generator change on (B)(6) 2011.